Event description:
It was reported that during an unk procedure, a product experienced a problem during use and was replaced with a similar product. No patient consequences were reported.

Manufacturer narrative:
Pc- (B)(4).date sent: (B)(6).d4: batch # unkattempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.a manufacturing record evaluation was performed for the finished gcs40g, with lot number a99y5c, and no non-conformances were identified.additional information was requested and the following was obtained:during use, the product was easily triggered, but did not properly complete the staple line. The device cut the tissue, but did not perform the complete formation of the staple line, compromising the expected result.due to the failure presented, it was necessary to replace the product with another echelon contour to continue the procedure.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.